Manufacturer narrative:
Other, other text: received patient identifiers. Initials sw, date of birth (B)(6) 1977,female.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, ICU medical will reopen this complaint for further investigation. The most probable cause of a 1660 error code is the microprocessor unit board. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the pump beeped with the message lc 1660. Batteries were replaced and the pump stopped beeping but the error message continued. No patient injury reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.